Event description:
It was reported that there was a malfunction resulting in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The customer declined ge service. No repair information available. H3 other text : the customer declined ge service. No repair information available.